Manufacturer narrative:
G4: this device is not distributed in the USA; therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 11-mar-2025. Q1: when was the clogging of the procedure channel detected before or during the procedure? A1: in the original context in complaint notification foam, the correct translation was "op-channel not smooth," which would be more accurate. Q2: if it was detected during the procedure, was the clogging caused by patient tissue, gauze fibers, or a foreign substance from a previous procedure? A2: after the engineer's investigation, it was found that the op-channel was deformed due to external pressure, affecting the smooth operation of the attachment. Q3: if the issue was related to a previous procedure, can you provide details about the patient's treatment or situation? A3: no harm was caused to the patient. The examination was completed with a backup endoscope. Q4: the report mentions "increase patient pain and prolong examination time." Does this mean the examination time was extended and the patient actually experienced pain, or was it just a possibility? A4: due to the need to change the device, the examination time was prolonged. There was a possibility of increased pain. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 18-feb-2025 pentax medical became aware of event involving a model ec38-i10f, serial number (B)(6) video colonoscope in china within the apac region. The instrument channel of the endoscope was clogged. The biopsy forceps could not be inserted smoothly into the instrument channel, so the endoscope was replaced and the procedure was performed. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4: no unique device identifier (UDI) is assigned, as the product was manufactured prior to the UDI regulation. Correction information: b4: date of this report. D8: was this device ever serviced by a third party? D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: h4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is buckling of the op-channel. The pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient. The examination was completed with a backup endoscope. Based on the investigation, a potential root cause of this failure is that the op-channel was deformed due to external pressure, which affected the smooth operation of the endoscopic device. The device was repaired by a third party and returned to the hospital. We have reminded the hospital to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 04-mar-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 22-may-2013 under normal conditions. During the process inspections, rework was performed to re-tighten the set screw due to poor continuity. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 22-may-2013. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.